Manufacturer narrative:
(B)(4). Date sent: 6/25/2021. Additional information received: what is meant by ""scissoring occurred?" Did the device jaws cross? Or did the clips scissor? The clip was formed in the scissor shape. The h6: medical device problem code was updated to failure to form staple (a050704).

Manufacturer narrative:
(B)(4). Date sent: 7/27/2021. D4: batch # v9406r. Investigation summary: the product was returned for evaluation. Visual inspection and functional testing were conducted on the returned device. Upon visual analysis of the returned sample, it was determined that the el5ml device was received with the jaws in the open position and with no damage on the jaws, and the external components. Upon cycling, the instrument was noted to be empty and locked out. The instrument is designed to lockout after all the clips have been fired; therefore a potential cause for the customer reported experience is the firing of all of the clips, and as a result, the instrument could no longer be fired due to the activation of the lockout mechanism. The event described could not be confirmed as the device was returned empty. The instrument has an orange indicator that appears on the top of the handle to act as a reference for the user regarding the number of clips remaining in the device. In addition, the device was disassembled to verify the condition of the internal components and no anomalies were noted. Although no conclusion could be reached on the cause of the reported event, the instructions for use do contain the following: "caution: when the thirteenth clip is fired, an orange bar will begin to appear in the indicator window on top of the device handle. The orange bar fills the indicator window when the final clip is fired. As part of our quality process, all devices are manufactured, inspected, and released to approved specifications. Additional complaint information monitoring for potential safety signals is conducted through complaint trending as part of post-market surveillance. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified.

Manufacturer narrative:
(B)(4). Batch #: unknown. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified. Attempts are being made to obtain additional information. To date, no additional information has been received. If the device or further details are received at a later date, a supplemental medwatch will be sent: what is meant by "scissoring occurred?" Did the device jaws cross? Or did the clips scissor?

Event description:
It was reported that during a laparoscopic right hemicolectomy, the device was used to ligate the blood vessel. It was difficult to open the jaws so that they were opened forcibly by hand. Scissoring occurred but no bleeding occurred, and no additional port hole was made. Another device was used to complete the case. There were no adverse consequences to the patient. The patient's condition is stable. No further information is available.